Event description:
A tandem mobi cartridge alarm was reported by the caller. The customer¿s blood glucose level was not adversely impacted and did not exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge from the pump, deliver a 9-unit bolus, and reload the original cartridge, which was completed successfully, allowing them to resume insulin therapy. The issue was resolved.